Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would have resulted in the cannula failing to insert properly or the pump failing to deliver insulin was found. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed, nor excluded, though laboratory investigation. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that after less than a day of wearing the pod on her hip, her blood glucose reached 25 mmol/l (451 mg/dl). The cannula was out of the skin.